Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6)2022 a 13.7mm, vticm5_13.7, -8.50/1.5/084 (sphere/cylinder/axis), implantable collamer lens tore during loading. There was no patient contact. On (B)(6)2022 a replacement lens was implanted and the problem resolved.